Event description:
The tip of the instrument broke off in the patient's pelvis. Unable to locate, had to close and perform serial x-rays. Patient returned to or when tip worked way to location that could be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.